Event description:
It was reported that prior to a surgical procedure the attachment device would "not spin." There was no patient involvement. There were no delays to the planned surgical procedure. Several spare identical devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device would not rotate. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.